Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported an alarm while using the power module. The cause of the alarm was unknown, but healthcare providers suspected some kind of wire fatigue. The perfusionist exchanged the patient's system controller and the alarm resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm sound could not be reproduced. The returned heartmate ii system controller serial number (B)(6) was functionally tested using our laboratory equipment and functioned as intended, even when the cables were manipulated. A full functional test was performed, and the system controller passed. All visual and audio signals were verified during the test. The system controller was operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved and contained events recorded from the timestamp of day 1113, hour 0, minute 59 to day 1115, hour 22, minute 10. Most of the events captured in the log file related to routine system operation where the power cable disconnect events were associated with routine power exchanges. No other notable alarms were observed in the log file. As a result, the root cause for the reported event was not conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and quality assurance specifications. Customer order was shipped on (B)(6) 2018. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported an alarm while using the power module. The cause of the alarm was unknown, but healthcare providers suspected some kind of wire fatigue. The perfusionist exchanged the patient's system controller and the alarm resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.